Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that when the doctor placed the lens into the patient's eye, it was noted that a haptic was damaged. The incision was enlarged to remove the lens, and sutures were used. Another lens of the same model and diopter was implanted successfully. The patient's current prognosis is good.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned. Therefore, a device history record (DHR) review and product evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.